Event description:
The patient reported that sometimes, the menu button of the infusion device becomes stuck. He experienced elevated blood glucose of up to 350 mg/dl as a result. His normal blood glucose level is 120 mg/dl. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.